Event description:
It was reported that during a da vinci s prostatectomy procedure the fenestrated bipolar forceps instrument would not close completely due to a possible broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late reporting of this complaint is due to a processing oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley is broken at the grip base, allowing extended motion, thus preventing the grip from closing completely. Engineering concluded that the damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.